Event description:
On (B)(6) 2012 the ssu at maquet denmark reported that the vacuum was unstable, but the manometer was functioning on the vacuum controller (vavd) serial number (sn): (B)(4). The customer changed out the membrane but that did not resolve the issue. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Service report (B)(4) was generated for this event. It was determined that the unit was remounted in the incorrect way. The mounting was corrected and the device was tested per the service protocol. (B)(4).